Event description:
Patient with pseudoarthrosis of the left femur was implanted with 4.5mm curved lcp broad plate on (B)(6) 2011. The plate broke postoperatively and was removed on (B)(6) 2012. Patient revised to a gamma nail after reaming.

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Review of the manufacturing records has been requested.